Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that infusion pump had a failed flow test. The event occurred during testing. There was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9: device received on 7/15/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was a peeling downstream occlusion (dso) seal found. There was no known cause of the reported issue, and no further action will be taken.